Event description:
It was reported that the patient is experiencing heating while charging the ipg with a le charger. The patient reported that the heating becomes uncomfortable soon after charging begins. The patient also stated that he has always felt normal warmth while charging the ipg, but the heating became increased approximately 6 weeks ago; however, the patient confirmed that the heating dissipates after ipg charging has stopped. The patient has lost approximately 15 pounds recently. The patient has not attempted to charge or use stimulation for the past month. A replacement le charger was sent to the patient. Follow-up information revealed that the patient continues to experience heating while charging and the replacement charger did not resolve the issue. The patient states that the heating is on the back side of the ipg. The patient is small and short and the ipg is near his ribs. The patient stated that he did not experience heating prior to losing weight. His stimulation is effective and he will continue to use the system and will attempt to gain weight as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.